Event description:
Rn began to discontinue foley and withdrew 15 ml of fluid from the catheter balloon. When no more fluid would return, rn pulled foley to remove it. Foley was stuck in pt's penis and obstruction palpated. Small amount of blood noted around meatus. When foley out, balloon would not deflate fully. Later that day, pt began dripping blood from penis (approx. 100 ml). Coumadin & heparin were held per doctor's order. Discharge was held due to bleeding.